Manufacturer narrative:
On 5/7/19, it was reported incorrectly that this medwatch was for the left device. This medwatch was for the right device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 425 cc and experienced bilateral capsular contracture baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.